Manufacturer narrative:
(B)(6). Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery for distal radius fracture on (B)(6) 2018, the drill bit broke. No broken piece was left in the body and the surgery was successfully completed without any delay. There was no adverse consequence to the patient. Per surgeon drilling might be too far against the bone and friction might occur with the drill bit that was heavily worn. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 310.509, lot no.: 2702538: manufacturing location: (B)(4), release to warehouse date: 24.feb.2011: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The investigation of the complained drill bit has shown that approx. 20mm from the fluted tip section is broken off. The cutting edges are in a very used condition. The ø 1.8 mm of the drill bit was measured per relevant drawing and the measuring result does show conformity. The used material was stainless steel 440a as required and the measured harness was within the specification. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. The wear and tear at the cutting edges indicates that the product was an often and intensive used instrument. We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played certain role to the complained issue. In this context, we would like to draw your attention on relevant leaflet ¿important information¿: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. It has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.